Manufacturer narrative:
(B)(4). Device: patellar clunk. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 18 october 2019 for MDR reportability. Medical records received 21 june 2019 and were reviewed 18 october 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 1. On (B)(6) 2018, the patient underwent a right knee revision due to stiffness, instability, and pain. The surgeon revised the tibial component. He noted a well-fixed femoral component and it was not revised. The surgeon indicated the patella tracked appropriately and was not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2018; (rt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.